Event description:
Loop breaks with little or no use. On this specific procedure we were using a looped cautery. While using this loop, the loop broke off and we replaced it. The second loop that we used also broke off. We checked expiration dates, and the loops were not expired. Patient was not harmed.